Event description:
Crew placed an ez-io needle in the patients right tibia. The stylet would not unscrew so IV fluids could be given to the patient who was in full cardiad arrest. It delayed the patient getting medications because another IV had to be established. We did make contact with (B)(4) with vidacare phone number (B)(4) and made her aware of the problem. We also contacted the local representative(B)(4) phone number(B)(4) and he is going to pick up the device this week to return it to the company. The io needle was a vidacar ex-io 45mm 15ga, lot # 3606454 exp: 10/2017.